Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that since completion of patient's hip replacement surgery, patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. It is also alleged that patients ability to perform normal and enjoy regular activities has been impaired. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Litigation papers allege that since completion of pt's hip replacement surgery, pt has suffered from injuries of a permanent lasting and painful nature as a direct and approximate result of the asr system's failure. It is also alleged that pt's ability to perform normal and enjoy regular activities has been impaired.